Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the display is dim. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 01jul2020. B4: 06jul2020. Failure analysis on the returned user interface assembly found that he burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23mar2020. B4: 11may2020. The field service engineer replaced the user interface (ui) assembly to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.